Event description:
Customer reportedly rec'd results of 172 mg/dl, 362 mg/dl, and 224 mg/dl within 10 mins on the same device. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.